Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Full lead returned and analyzed.

Event description:
It was reported that the patient presented to the ER with chest pain. She was admitted to the hospital, and diagnosed with reflux esophagitis. She was discharged, but continued to have "intermittent twitching" under her left ribcage and occasional sharp chest pains. At a subsequent office visit, it was determined that the lead was no longer functioning well; there was no capture in unipolar, increased threshold in bipolar, and decreased r waves. A perforation was suspected as a small pericardial effusion was noted, so the lead was explanted and replaced. The patient was discharged, and two days later presented to the ER with more chest pain. An echocardiogram revealed a significant increase in the pericardial effusion. The lead was removed and replaced with a tined lead. It was unclear which lead caused an increase in the size of the pericardial effusion. No further patient complications were reported as a result of this event.